Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's ID unknown. Patient's age unknown. Patient's gender unknown. Patient's weight unknown event date is unknown. Brand name is unknown. Catalog number and lot number not provided. Implant and explant dates not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Device not returned.

Event description:
It was reported that the implant fractured in patient's mouth. Implant fractured at beveled collar. No patient information provided. No tooth number provided.